Event description:
It was reported that increased capture threshold was noted. X-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient condition was good after the event. At a subsequent follow-up, the patient stated that he felt much better.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.